Event description:
A (B)(6) male pt contacted lifecor customer support to report that he was getting "device disabled/call ambulance" messages. Support had the pt download. Download revealed that there was no signal on the front-to-back channel. The pt reported that all the electrodes were touching the skin. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the t3 pad was broken off. This made the system think that the electrode belt was not connected. The distribution node was repaired and the electrode belt was tested. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.